Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure after 3,911 joules and 59 minutes of use, the fiber snapped near the end where the physician holds the fiber to control it. The break occurred on the fiber not the control knob, the fiber did not bend at all. There was no clinical consequences to the patient, and the procedure was completed with a second fiber.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure after 3,911 joules and 59 minutes of use, the fiber snapped near the end where the physician holds the fiber to control it. The break occurred on the fiber not the control knob, the fiber did not bend at all. There was no clinical consequences to the patient, and the procedure was completed with a second fiber.

Manufacturer narrative:
The device was returned for analysis. Analysis of the returned device was able to confirm the reported complaint. The fiber was visually inspected and observed bent/kinked on the distal side of the control knob. A device history record review (DHR) review confirms the device met all manufacturing specifications, labeling review found no evidence of device off-label use or failure to follow instructions. It is likely that during the procedure there was excessive manipulation or bending applied to the fiber, resulting in the fiber bend/kink. Based on the results of the product record review and observations of the fiber during product analysis, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.